Manufacturer narrative:
Steris's (B)(4) distributor conducted in-service training on the proper operation and precautions of the sterilizer on (B)(6), 2011.

Manufacturer narrative:
A service technician from steris' (B)(6) distributor inspected the v-pro 1 sterilizer, ran test cycles and found the sterilizer to be operating properly; the unit was returned to service. The operator manual states, "any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." The operator manual also states, "when handling hydrogen peroxide wear appropriate ppe and observe all safety precaution." The employee was not wearing ppe when handling the instrument tray. The operator manual further states, "prior to sterilization all materials and articles must be thoroughly cleaned and dry. Failure to thoroughly clean and dry articles to be sterilized could result in an ineffective sterilization cycle." Based on the amount of liquid remaining on the tray as reported by the user it appears that the load was not sufficiently dried prior to the starting of the cycle and as such liquid remained on the tray wrapping at the end of the cycle. Steris' (B)(6) distributor will offer the user facility an in-service training on the proper operation and precautions for use of this equipment. Device evaluated by distributor.

Event description:
The user facility reported that after a processing cycle was completed in the v-pro 1 sterilizer, a hospital employee retrieving a scope from the top tray of the sterilizer noticed two droplets that appeared to be water on the instrument tray wrapping. The employee proceeded to handle the tray and received burns to four fingers on both hands as the droplets were hydrogen peroxide. She was treated at the emergency department where she was given pain relief medication and examined by a plastic surgery specialist. The plastic surgery specialist stated that no further action was required. The user facility confirmed the employee is fine and has no sustaining injuries; she did not miss any time from work.